Event description:
A customer reported that unexpected negative reactivity was obtained on the antibody screening assay on galileo echo m00444. An anti-e was identified on the antibody identification panel.

Manufacturer narrative:
A review of the echo result files for the negative antibody screen showed that cell ii, which is e positive, visually appeared weak positive. The antibody identification panel appeared positive as expected. Controls performed as expected. A review of the neo result files showed that cell ii resulted as negative and visually appeared weak positive. In-house testing of retention product confirmed the reactivity of the e antigen on the capture-r ready-screen (3) test wells. The customers returned sample was tested on the echo using retention product. The sample resulted as no int (no interpretation) due to an equivocal reaction. Cell ii visually appeared positive. An e antigen phenotyping was performed on the customers sample and negative results were obtained. Controls performed as expected. An immucor field service engineer performed the unexpected reactions checklist. The centrifuge and peri pump tubing were replaced. The washer manifold was flushed, styled and primed. Daily maintenance and qc were performed with acceptable results. The customer tested known negative and positive samples. A product problem was not identified. The instrument is operating according to specifications.